Manufacturer narrative:
Unable to perform the displacement test and the p-cap or reservoir will not lock properly due to missing retainer. Device received with missing reservoir tube o-ring, scratched case, broken battery tube threads, cracked case corner of belt clip rails, missing serial number label, cracked keypad overlay at select button, and minor scratched lcd window.

Event description:
The customer's mother reported via phone call that the insulin pump had crack on the screen. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.